Manufacturer narrative:
This cf was generated internally by bci. No clear roots cause is available at this time.

Event description:
There is a remote possibility for the act 5diff series instrument to generate erroneous yet credible result if a total failure occurs in one or multiple valves for any of the parameters. There was no effect to the patient or user.